Event description:
It was further reported that a review of the device product performance data showed that a lead integrity alert (lia) triggered due to short interval counts (sic) and non-sustained tachycardia episodes on the lead. The electrogram also showed non-physiologic noise.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 407652 implantable pacing lead (B)(6) 2009; 419488 implantable pacing lead (B)(6) 2009; this device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert (lia) were met. Analysis of the device memory indicated that the impedance was out of range (not further defined) and oversensing due to non-physiologic signals/sic (sensing integrity counter), lia triggered on (B)(6) 2011 due to meeting the requirements for impedance and ventricular sic. The abnormal impedance condition for lia trigger was met on (B)(6) 2011. The lia trigger for ventricular sic was reached on (B)(6) 2011. There are 15 non-sustained tachycardia events of less than 220 ms v-v cycle recorded between (B)(6) and (B)(6) 2011. (B)(4).

Event description:
It was reported that this physician performed a revision procedure and capped this lead because the device suggested that this lead had fractured. No patient complications have been reported as a result of this event.